Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 40mm head. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to elevated metal ions.

Manufacturer narrative:
An event regarding a revision due to elevated metal ions involving an unknown head was reported. The event was not confirmed. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records evaluation not performed as none were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the patient's right hip was revised due to elevated metal ions.